Event description:
It was reported that the surgeon inserted an aq2010v three piece silicone lens and the trailing haptic was torn while advancing in the cartridge. The lens was removed without any patient injury.

Manufacturer narrative:
Results- visual inspection of the returned product showed that part of the optic and haptic was torn off. There was both a reddish and a clear surgical residue on the lens. No visible damage to the cartridge. Conclusion: based on the complaint history and evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector was not returned for evaluation.